Event description:
It was reported that during the procedure, the patient was sedated and the patients breathing became obstructed. The patient had to be flipped on the table. As a result, the procedure was aborted. The patient was stable postoperatively.

Event description:
It was reported that during the procedure; the patient was sedated and the patients breathing became obstructed. The patient had to be flipped on the table. As a result, the procedure was aborted. The patient was stable postoperatively.

Manufacturer narrative:
Correction to initial emdr in block d4.